Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients lead had migrated, and patient was also complaining of battery pocket pain when sitting in certain chairs and also getting a zapping sensation at the pocket site. The patient underwent lead replacement procedure and moved the generator to a different location. The patient was doing well postoperatively.